Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that pt has 3rd degree burn because the light source was left lit (fiber optics) on top of the drape.